Event description:
Monopolar robotic scissor instrument jaws will move opposite of what operator wants- up goes down, down goes up. Rep for intuitive grabbed a replacement from supply core, and procedure went forward without further complications.